Event description:
The customer reported obtaining troponin I (access accutni+3) results for one patient that were questioned by the physician. These questioned results were obtained on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Three different samples from the same patient were tested on the same unicel dxc 600i synchron access clinical system and all recovered elevated results. The physician questioned the access accutni+3 results as the patient had a normal EKG (electrocardiogram). The initial sample was obtained in the emergency room (ER) and subsequent samples were obtained from a hospital room which indicated that the patient was transferred and admitted to the hospital. Quality control (qc), system check, calibration and precision runs met assay and instrument specifications. The patient samples were collected in sodium heparin plasma tubes and were centrifuged at 3600 revolutions per minute (rpm) for ten minutes at ambient temperature.

Manufacturer narrative:
The patient's weight was not provided. The accutni+3 reagent was not returned for evaluation. There is no evidence of a malfunction as qc, system check and precision run were within assay and instrument specifications. In conclusion the cause of this event cannot be determined with the available information. (B)(4)